Event description:
The customer reported that the system's screen went from white to black and displayed a failure to recharge and a voltage error message. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.